Event description:
It was reported that a physician using a prostar xl device attempted arteriotomy closure of a mildly calcified right common femoral artery after an aortic valve implantation procedure. Reportedly, when the needles were deployed, the sutures came out. The device was removed from the anatomy and was discarded. Since the introducer sheath was greater that 10fr, the hole in the target groin was too large to achieve hemostasis with manual arterial compression, therefore, hemostasis was successfully achieved with surgical closure. The physician is reportedly in training in the use of the prostar xl device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The prostar xl device was not returned, therefore, without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. The suture may come out of the anatomy due to a number of factors including, but not limited to, failure to capture, incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as a frail tissue may cause this mode of failure as well. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. To assure that all products perform according to specifications they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot history record for this product could not be reviewed and a query of the complaint-handling database could not be performed because the device was not returned and the lot number was not reported.